Manufacturer narrative:
(B) (4). The driver was returned for evaluation. Microscopic examination found the fracture is brittle suggesting bending which led to the fracture. The fracture started at the stress riser and propagated outward. Indications are consistent with improper handling of driver during tightening of the screw. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the pt underwent implantation of spinal fixation (t10-t12) with a single level corpectomy at t11. The tip of the torque limiting driver broke off while the surgeon was tightening the nut on the plate. The surgeon was tightening down the nut with the compressor when it snapped and the tip broke off. The compressor and counter torque wrench were mated properly. The tip was removed from the pt. The surgeon completed the procedure using vice grips for final tightening. No pt complications were reported.